Event description:
On (B)(6) 2020, the user contacted dario to report that his blood glucose (bg) meter has failed. Following the above, he went to the emergency room. Dario's representatives attempted to contact the user numerous times to obtain additional information regarding the incident with no success. The customer refused to speak with dario's representatives. There is not enough information available to investigate the case. Therefore, no resolution is available.